Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. When coming on to ablate, all the body surface (bs) ECG signals and intracardiac (ic) signals were distorted on both the carto system and the recording system. The physician did not have any available signals to monitor the patient¿s heart rhythm. The catheter was exchanged and the procedure continued. There was no patient consequence. This event is reportable since the physician did not have any ECG signal available to monitor the patient¿s heart rhythm.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 4/13/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. When coming on to ablate, all the body surface (bs) ECG signals and intracardiac (ic) signals were distorted on both the carto system and the recording system. The physician did not have any available signals to monitor the patient¿s heart rhythm. The catheter was exchanged and the procedure continued. There was no patient consequence. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.